Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported complaint of setscrew could not be tightened on the lead was confirmed. As received, a device was returned for analysis. Final analysis found the user of the torque wrench was incorrectly inserting the wrench into the inset of the setscrew. The reported event with unable to tighten setscrew was isolated to user¿s incorrect use of the torque wrench. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure it was noted that the set screw of the pacemaker cannot be tightened on the lead. The device was not installed and the procedure was completed with an alternative product on (B)(6) 2020. The patient was in stable condition.